Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare profession reported about blue plunger/advancer is rough at the end during the intraocular implantation procedure. The surgery was completed without device replacement. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device was returned not secured in a device carton with the plunger fully advanced outside the nozzle tip. The plunger tip has an upper and lower flange. The plunger tip was evaluated. Both the upper and lower flange were bent. The plunger tip was not "rough". The lower flange has a very small amount of acceptable flash. This may have been interpreted as the reported "blue plunger rough at the end" complaint. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined. The plunger tip was evaluated. Both the upper and lower flange were bent. The plunger tip was not "rough". The lower flange has a very small amount of acceptable flash. This may have been interpreted as the reported "blue plunger rough at the end" complaint. The device was returned not secured in a device carton with the plunger fully advanced outside the nozzle tip. It cannot be determined if the observed damage occurred during return shipment or if this was the reported complaint. The upper flange may bend during lens advancement as it is flexible. This can result if a plunger over or underride occurs. Damage to the lower flange would indicate a plunger over or underride occurred. Due to the condition of the returned product, we are unable to determine when/how the damage may have occurred. This physical appearance of the bent flanges may have been exacerbated due to being returned not secured in a device carton with the plunger fully advanced outside the nozzle tip. The manufacturer internal reference number is: (B)(4).